Manufacturer narrative:
Results: root cause of dislodgement is undetermined. Stent dislodgement. Stent was flattened and deformed. Conclusion: stent dislodgement. Root cause of dislodgement is undetermined. (B)(4).

Event description:
The physician was attempting to implant a resolute integrity drug eluting stent in the distal lmca which was reported to 'hazy with a possible disruption of plaque." No abnormality was noted during preparation of the device. During attempted delivery the stent dislodged from the balloon and was removed with a snare. Patient is stable. Evaluation summary: the stent and delivery system were returned. The stent was returned attached to a snare device. The stent was flattened and deformed. Crimp impressions were evident along the balloon. Image review images confirm the presence of diffuse disease in the lcas. The target lesion was pre-dilated followed by the deployment of a long stent. A dislodged stent was detected on the wire in the lmca. No images were provided showing the delivery of the stent delivery catheter or of any difficulties that could have impacted on the subsequent dislodgement. The snaring of the stent was not shown on the images provided. The images did not provide any insight into the root cause of the dislodgement. The procedural wire does appear to have coiled and bunched within the originally deployed stent in the vessel. This did not appear to be related to the resolute integrity stent dislodgement.